Event description:
It was reported the patient had not been "feeling good". The patient indicated not feeling well "lately" and had generally pointed to the abdomen area, but according to the healthcare provider (hcp) it was unclear whether the patient's symptom was localized to the area around the pump, or the lower abdomen. The hcp ordered a fluoroscopy and observed that the catheter appeared disconnected from the pump; a radiologist also thought the catheter appeared disconnected. The hcp reported difficulty locating the "center port" to refill the pump and indicated that the pump was 'a bit tipped.' The hcp flattened out the pump and attempted to find the port, but she reportedly could only feel metal. The hcp noted that there was a gap that looked 'fuzzy," but the pump was not flipped. Another hcp recommended a dye study to troubleshoot the issue further. The pump was delivering lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).